Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat persistent atrial fibrillation, after gaining transseptal access, and during pre-mapping, the faradrive steerable sheath clear experienced a slow leak. The mapping catheter was withdrawn to check if the hemostasis valve had not fully closed, but the problem persisted. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is not expected to return for analysis as it was disposed.